Event description:
It was reported that the patient noticed some changes in the quality of her spinal cord stimulation (scs), as it did not feel as effective and strong as normal. It was further clarified that the stimulation was still felt in the target area and was still effective, but not to the same degree. It was noted that the patients remote control displayed elective replacement indicator (eri) message. The patient underwent a revision procedure in which the patients scs implantable pulse generator (ipg) was replaced. There were no patient complications.

Manufacturer narrative:
Analysis of the returned ipg confirmed that the device had reached its end of service (eos) state. Analysis of the data log shows that the ipg reached eos 6 years, 2 months, and 26 days after the initial active programming. The average energy use index (eui) recorded was 6.6, which corresponds to an estimated theoretical battery lifespan of 5 years, 2 months, and 23 days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical characteristics during the visual and functional inspection. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states that when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life. The complaint was confirmed. The decreased effectiveness of the device after receiving the eri massage was due to the ipg having entered the elective replacement indicator (eri) state, at which point stimulation is no longer available. Review of the devices manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. Laboratory analysis of the returned device did not reveal any anomalies. Based on the laboratory testing results, engineers concluded that the device was in service for six years and two months, which exceeded the device's expected longevity of five years, two months and 23 days with the programmed settings (per the instructions for use, IFU).

Event description:
It was reported that the patient noticed some changes in the quality of her spinal cord stimulation (scs), as it did not feel as effective and strong as normal. It was further clarified that the stimulation was still felt in the target area and was still effective, but not to the same degree. It was noted that the patients remote control displayed elective replacement indicator (eri) message. The patient underwent a revision procedure in which the patients scs implantable pulse generator (ipg) was replaced. There were no patient complications.